Manufacturer narrative:
Investigation summary: sample evaluation: one loose 3ml assembled syringe with red cap was received by bd canaan and reported to be from batch #8047652 (p/n 309702). The sample was visually evaluated. The syringe appeared used so the evaluation was performed visually without dis-assembling the syringe. The syringe was found to have unidentified foreign matter located inside the fluid path. The fm observed was a large clear mass loose in the fluid path. The fm was larger than level 3 in size which is a rejectable condition at bd canaan. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 8047652 (p/n 309702): manufacturing dates: 03/01/2018 to 03/02/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8047652 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, can be verified. The root cause was not determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer lok¿ syringe there was an issue with foreign matter. It was stated ¿during visual inspection of finished product the syringe was identified as containing a plastic (in appearance) particulate.¿ there was no report of injury or further medical intervention.